Event description:
A customer as well as a baxter IV therapy rep. (Ivtr) contacted corporate product surveillance on (B)(6) 2012 to report, a air-eliminating IV extension set with 1.2 micron filter, (B)(4) lot r10109166 was found leaking intralipid at the air eliminating filter hole 3 times on the same patient causing skin irritation. The area was cleansed and the patient is doing fine. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned two unused samples for evaluation. The samples were visually and functionally tested and the reported condition was not confirmed. Both samples were primed and pressure tested with 45 psi, and there was no leak observed for either sample. Therefore, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.